Manufacturer narrative:
Concomitant medical products: product ID: 4076 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) and lead impedance alert were triggered due to high rate non-sustained episodes, sensing integrity counter (sic) and elevated pacing impedance respectively. In addition, there was oversensing noise and a possible fracture of the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.